Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, it was noted that the tonicity and the anatomy of the left atrial appendage (laa) was the cause of migration. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 17 may 2024, a 22mm amplatzer amulet was selected for implant using a 12f amplatzer amulet delivery sheath. The sizing of the device was determined via scanner and teo. During implant, the "tug test was ok." However, when the amulet was released, it embolized into the right atrium, then to the mitral valve, and finally in the aorta the device completely dislodged from the implant site. The device did not cause partial or complete blockage of blood flow. The amulet was emergently snared and explanted from the patient. It is believed that the tonicity and the anatomy of the left atrial appendage (laa) was the cause of migration. A new 18mm amplatzer amulet was attempted to be implanted more distal, but when the tug test was performed, it was determined that the device was not stable. The 18mm amulet was never released from the cable and removed from the patient. Ultimately, no device was implanted. No patient consequences were reported.